Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. Not all components were included in the return, no catheters were provided. Powder was not observed on the returned product nor within the tray. Darkened powder was noted within the nozzle. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. The device did not spray as returned. The co2 cartridge did not audibly discharge and was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was present and in the correct orientation (slits facing the red activation knob). When tested with a new co2 cartridge and activation knob the device sprayed continuously without button compressions when switched to the "on" position. When the switch was moved to the "off" position powder no longer exited the nozzle. However, co2 was noted to still be escaping through the nozzle. The handle was disassembled. The nozzle's red on/off valve was inadvertently broken during separation of the two halves of the housing. The valve did not exhibit any additional evidence of damage. The remaining red nozzle was able to be opened and closed appropriately, preventing passage of a cannula into the nozzle when closed. The white nozzle was noted to be fixed in the handle, but did not appear to be damaged. For evaluation, the plastic nozzle was broken away with part of the internal housing when it was removed. The tubes were disconnected for removal of any powder. Small amounts of loose powder with clumps was present both in the front tube connecting the on/off valve to the powder chamber and within the powder chamber's center cannula. A small amount of loose powder without clumps was present in the back tube connecting the powder chamber to the low pressure valve. A visual inspection of the powder chamber's diffuser plate found it to be clear. The clumps removed from the center cannula and front tube were tested with a phenolphthalein test kit and tested positive for the presence of blood. The low pressure valve was disassembled and evaluated. All the internal components were intact. However, a large amount of powder was observed within the low pressure valve on all the components. A small shaving of plastic was noted when disassembling the device, with the appearance of being the same material as the low pressure valve. It is unknown where the plastic separated from the valve, interior or exterior, but no damage was noted. The buildup of powder in the low pressure valve, resulting in the valve experiencing difficulty when opening and closing is a likely cause for the reported inability to spray and escaping co2. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause for report of unable to spray was an accumulation of powder within the low pressure valve resulting in insufficient actuation of the valve. Catheter occlusion can create backflow and push powder, blood, and fluid back into the device, creating an internal clog. However, we could not conduct a complete investigation as no catheters were returned for evaluation. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. It was noted that after encountering difficulty while attempting to get the product to spray, the user loosened the activation knob and then retightened it. Loosening the activation knob after initial tightening will result in the release of the co2 pressure and will not rectify an unable to spray scenario. However, as this loosening of the activation knob was done following the observation of difficulty spraying, it is not considered to be a cause for the user's initial observation. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. It was reported that they prepared the product, but when they tried to use it, the hemostatic powder wouldn't come out. After speaking with the nurses, they had deactivated and reactivated the co2, but it still wouldn't come out [unable to spray - subject of report]. They used another hemospray device, and it worked correctly. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.